Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during a training event an automated impella controller generated an alarm that could not be resolved. A new controller was used for the training. No patient use was reported.